Manufacturer narrative:
Reliability analysis inspected 1 opened and used enlite sensor and performed visual inspection and found sensor failed due to cannula broken and broken part still attached to sensor tubing.

Event description:
The customer reported via phone call that the sensor was giving inaccurate readings. The customer's blood glucose was 120 mg/dl at the time of incident. The customer stated that the sensor was not bent. The sensor will be returned for analysis.